Event description:
It was reported a revision surgery was performed due to a failed tka.

Manufacturer narrative:
The associated genesis articular insert was not made available for evaluation. Therefore visual inspection and dimensional test could not be performed. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This investigation could not determine a specific cause of failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. We consider this investigation closed.